Event description:
It was reported that patient had endocarditis with (B)(6). The entire implanting system was removed. The device and leads were not replaced immediately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. The sprint quattro device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.